Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found the epoxy and #0 conductor were broken at the distal edge of the #1 electrode 0.7 cm from the distal end. The lead had also been cut through near the proximal end. Analysis of the lead (s/n (B)(4)) found the epoxy and #0 conductor (connected to the #8 circuit of the ins) are broken at the distal edge of the #1 electrode. The #0 electrode and tubing around it were not returned. The lead had been cut through near the proximal end. Analysis of the ins (s/n (B)(4)) found the ins was received with no telemetry and no output. Telemetry was restored after two full physician mode recharges. After the ins was fully recharged, it passed functional all functional tests. According to the trace report taken from the ins, the battery was last recharged on (B)(6) 2011. The ins battery depleted to the sleep/lock mode on (B)(6) 2011 and subsequently was allowed to deplete to an overdischarged state. The ins battery had experienced only one overdischarge.

Manufacturer narrative:
Concomitant products: product ID 3550-39, serial # unknown, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported that the doctor attempted to explant the entire system but contact 0 broke off on the lead and it was currently in the patient's epidural space. On (B)(6) 2015, the health care professional (hcp) attempted to remove all system but contact 0 broke off and was in the patient's epidural space. On (B)(4) 2015, the product was sent back for analysis. There was a replacement of the old system to MRI compatible system. X-rays determined a damaged lead. There was a broken lead. The patient had not used their stimulator in over a year for reasons unknown to the manufacturer representative (rep). The patient did not have the battery charged and the rep could not check impedances prior to surgery. It was noted that the patient had recovered without sequela. The hcp indicated that the patient did not experience any symptom related to the broken lead. There were no efforts made to remove the broken contact, the patient was referred to a neurosurgeon. The cause for the broken lead was unknown all explanted products were returned for analysis. Other relevant medical history includes complex reg pain syndrome type I. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 3778-60 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: 2015-(B)(6)product type lead product ID 3778-60 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: 2015-(B)(6) product type lead: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The patient¿s health care provider referred the patient to another specialist to remove the piece surgically. The piece was thought to be surgically remove. Then the patient had the new system implanted. The patient was denied a scheduled MRI because an x-ray found a piece of a lead in the patient¿s neck. The patient¿s patient programmer shows a whole-body eligibility, but the health care provider didn¿t program it right. The old system was surgically explanted, but there is the possibility of a small lead segment remaining in the pain despite the efforts to have the broken pieces surgically removed. The reason for the MRI is due to the patient¿s neck swelling and the health care provider is not sure if it is her underlying reflex sympathetic dystrophy syndrome has moved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.